Manufacturer narrative:
Procode: fge catheter, biliary, diagnostic.

Event description:
Thapa 2020, cotton-leung biliary stent "endoscopic or conservative management of iatrogenic duodenal perforations caused by long plastic biliary stent distal migration". Patient 2: a (B)(6)-year-old man with a history of orthotopic liver transplant for nonalcoholic steatohepatitis cirrhosis complicated by anastomotic biliary stricture who had been undergoing serial ercps for endoscopic therapy to the stricture presented for early biliary stent exchange because of new elevation in lfts. During ercp, 3 plastic biliary stents were seen in the second part of the duodenum with deep wall penetration and at least 1 stent suspected of perforating the wall contralateral to the major papilla. The three 10 fr 3 12 cm plastic (clso 10-12, cook medical) stents were removed using rat-toothed forceps, revealing a suspected fistula at the site of perforation. Biopsy forceps were used to mark the adjacent mucosa for future identification. The perforation was successfully closed with an over-the-scope clip (12 3 6 mm gc, ovesco endoscopy ag). Ercp was performed, and a plastic 10 fr 3 10 cm biliary stent with a full external pigtail and a ¾ internal pigtail (6108,hobbs medical) was placed into the left hepatic duct. The patient had no symptoms of perforation pre- or post-ercp and progressed well with diet advancement and discharge on postprocedure day 2. During routine ercp 2 months later, the over-the-scope clip was still in place, but the biliary stent had partially migrated out of the ampulla. This required a repeat stent exchange with 2 modified 10 fr 3 10 cm biliary stents with a full external pigtail and ¾ internal pigtail (6108, hobbs medical). At his 6-month follow-up ercp, the over-the-scope clip notably was not present and presumably spontaneously dislodged and migrated.